Event description:
Product defect report/close call product involved: baxter "accusol 35" 2,500 ml dialysis solution problem: five of the above bags were correctly prepared by pharmacy by adding ordered electrolytes to top reservoir of each bag. The green seal separating the upper reservoir from the lower reservoir (see picture each of the five bags) was appropriately broken by pharmacy staff before the bags were dispensed. Breaking the green seal allows fluid from the upper reservoir (where the ordered electrolytes are added) to drain into the lower reservoir making the entire contents of the two reservoir systems to be available for use in the dialysis machine. All five bags were appropriately attached to the pt's dialysis machine. At the conclusion of the dialysis treatment, it was noted that the upper reservoir of one (bag in the picture) still contained the electrolytes and fluid. Even though the green seal had been broken, the fluid did not drain into the lower reservoir. We have reported this defect to baxter and will send them the bag for analysis. Other bags in the same lot worked as designed. The pharmacy process has been changed to assure all upper reservoir fluid drains into the lower reservoir before dispensing the bag from the pharmacy. Fortunately, since four of the five bags provided the appropriate electrolyte concentrations, the pt did not suffer any notable electrolyte abnormality associated with dialysis. Medication administered to or used by the pt: yes. Outcome: fortunately, since four of the five bags provided the appropriate electrolyte concentrations, the pt did not suffer any notable electrolyte abnormality associated with dialysis. Where did the error occur: (B)(6).